Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have the f38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. During battery test the device had an f38 alarm in pump 2. The reported condition was verified, due to damaged force sensing resistors. The device was swapped because the spare parts were not available. Should additional relevant information become available, a supplemental report will be submitted.